Event description:
On (B)(6) 2017, the reporter contacted animas alleging the luer lock damage. No additional information was provided and troubleshooting was not completed. Several unsuccessful attempts to contact the patient have been made. There¿s no indication of a health event associated with the alleged issue. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.